Event description:
It was reported that the user experienced persistent hyperglycemia and observed leakage at the infusion set connector after a recent supply change, and was advised to replace the set and insert a new cartridge for overnight use. Symptoms included elevated blood glucose up to 392 mg/dl with sustained readings above target and device alerts for high glucose. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding suspected connector leakage and replacement of disposable supplies. Investigation of this case revealed a suspected leak at the connector consistent with disrupted insulin delivery, which aligns with a device component issue at the infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was device component leak at the connector leading to inadequate insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.